Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
Reportedly, upon interrogation on (B)(6) 2017, the pacemaker was found in standby mode and no parameter was displayed on the programmer screen. Despite several attempts with two different programmers, the re-initialization could not be performed due to communication errors. A nominal mode command was launched but it did not solve the issue. Reportedly, the last follow-up was in (B)(6) 2016, with a displayed residual longevity of one year and 9 months. Preliminary analysis showed that the device could not be re-initialized due to low level of battery voltage. Based on available data, normal battery depletion occurred (based on hrs guidelines). The device was explanted on (B)(6) 2017 and should be returned for analysis.

Event description:
Reportedly, upon interrogation on (B)(4) 2017, the pacemaker was found in standby mode and no parameter was displayed on t6e programmer screen. Despite several attempts with two different programmers, the re-initialization could not be performed due to communication errors. A nominal mode command was launched but it did not solve the issue. Reportedly, the last follow-up was in (B)(6) 2016, with a displayed residual longevity of one year and 9 months. Preliminary analysis showed that the device could not be re-initialized due to low level of battery voltage. Based on available data, normal battery depletion occurred (based on hrs guidelines). The device was explanted on (B)(6) 2017 and should be returned for analysis.